Manufacturer narrative:
The device was eventually returned to physio-control for evaluation. Physio evaluated the device and verified the reported issue. It was observed that the internal positive battery post for battery 2 had a cross-threaded keps nut. When testing the device, it would power off or reboot intermittently when powered on battery 2 and when the device was moved or manipulated. Physio determined that the cause of the reported issue was due to a cross-threaded keps nut on the internal positive battery post for battery 2. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. Physio-control continues to invesitgate the reported issue and will submit a supplemental report on this even to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device turned off by itself intermittently when the customer pushed the summary button on the device. There was no patient use associated with the reported event.